Event description:
A small metal tip broke off of a needle holder used during a mitral valve repair. This was not revealed until a postoperative chest x-ray. The pt required surgical intervention to remove the retained foreign object. The device was manufactured by symmetry surgical, inc., and serviced by (B)(4).